Event description:
It was reported that in-stent restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2017, and the index procedure was performed on the same day. The target lesion was located in the right distal superficial femoral artery (sfa) with 100% stenosis. The target lesion was 110 mm long with a proximal reference vessel diameter of 4.3 mm and a distal reference vessel diameter of 4.2 mm. It was classified as a tasc ii b lesion. The target lesion was treated with direct placement of a 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2017, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, the subject was diagnosed with stent restenosis in the right sfa. On (B)(6) 2020, the subject was hospitalized for treatment. On (B)(6) 2020, 70% stenosis in the right mid sfa was treated with a drug-coated balloon, resulting in 0% final stenosis. On (B)(6) 2020, the event was considered recovered/ resolved. On (B)(6) 2020, the subject was discharged. It was further reported that on (B)(6) 2020, digital subtraction angiography of the right lower extremity was performed, which revealed a delicate caliber beginning at the origin and displayed multiple high-grade stenoses in the proximal segment, the region of the proximal stent entrance, and in the first 2 cm of the proximal stent of the sfa. Moderate to high-grade stenosis over a short distance in the middle third of the middle stent in the sfa was also noted. The popliteal artery was normal. 70% stenosis in the right mid sfa was treated with percutaneous transluminal angioplasty (pta) using a 5 mm x 60mm balloon catheter. Additionally, drug-eluting balloon pta of the proximal sfa was performed using a 6mm x 150mm non-boston scientific balloon catheter. Post-treatment angiography revealed improved three-vessel runoff in the lower leg. Dual anti-platelet therapy with thrombo ass and plavix were recommended to continue. On (B)(6) 2020, the subject was discharged in good general state.

Event description:
It was reported that in-stent restenosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2017, and the index procedure was performed on the same day. The target lesion was located in the right distal superficial femoral artery (sfa) with 100% stenosis. The target lesion was 110 mm long with a proximal reference vessel diameter of 4.3 mm and a distal reference vessel diameter of 4.2 mm. It was classified as a tasc ii b lesion. The target lesion was treated with direct placement of a 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2017, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, the subject was diagnosed with stent restenosis in the right sfa. On (B)(6) 2020, the subject was hospitalized for treatment. On (B)(6) 2020, 70% stenosis in the right mid sfa was treated with a drug-coated balloon, resulting in 0% final stenosis. On (B)(6) 2020, the event was considered recovered/ resolved. On (B)(6) 2020, the subject was discharged.

Event description:
It was reported that in-stent restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2017, and the index procedure was performed on the same day. The target lesion was located in the right distal superficial femoral artery (sfa) with 100% stenosis. The target lesion was 110 mm long with a proximal reference vessel diameter of 4.3 mm and a distal reference vessel diameter of 4.2 mm. It was classified as a tasc ii b lesion. The target lesion was treated with direct placement of a 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2017, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, the subject was diagnosed with stent restenosis in the right sfa. On (B)(6) 2020, the subject was hospitalized for treatment. On (B)(6) 2020, 70% stenosis in the right mid sfa was treated with a drug-coated balloon, resulting in 0% final stenosis. On (B)(6) 2020, the event was considered recovered/ resolved. On (B)(6) 2020, the subject was discharged. It was further reported that on (B)(6) 2020, digital subtraction angiography of the right lower extremity was performed, which revealed a delicate caliber beginning at the origin and displayed multiple high-grade stenoses in the proximal segment, the region of the proximal stent entrance, and in the first 2 cm of the proximal stent of the sfa. Moderate to high-grade stenosis over a short distance in the middle third of the middle stent in the sfa was also noted. The popliteal artery was normal. 70% stenosis in the right mid sfa was treated with percutaneous transluminal angioplasty (pta) using a 5 mm x 60mm balloon catheter. Additionally, drug-eluting balloon pta of the proximal sfa was performed using a 6mm x 150mm non-boston scientific balloon catheter. Post-treatment angiography revealed improved three-vessel runoff in the lower leg. Dual anti-platelet therapy with thrombo ass and plavix were recommended to continue. On (B)(6) 2020, the subject was discharged in good general state. It was further reported that the subject had grade iia peripheral arterial occlusive disease (paod) on the right leg. On (B)(6) 2020, color-coded duplex sonography of the right leg arteries revealed moderate stenosis around 2.5 cm after the stent in the right sfa due to intima-media hyperplasia with flow acceleration of around 3.6 m/s, upstream around 117 cm/s. Sonography revealed moderate in-stent repeat restenosis 2.5 cm distally from the proximal end in the right sfa. Right ankle brachial index (abi) was at 0.7. It was corrected that the target lesion was located in the right mid to distal sfa with 100% stenosis. On (B)(6) 2020, there was 70% stenosis in the right proximal to distal sfa.